Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that one day post implant, the atrial lead dislodged and was sitting at the tricuspid annulus. Far field r-wave (ffrw) oversensing was noted on the electrogram. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.